Manufacturer narrative:
The pump was received with a blank display due to the battery connector not plugged in properly. The battery connector was plugged back in place and no blank display was noted afterwards.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer reported that the display was not blank less than 30 seconds and did not return. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated insert battery alarm displayed on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.